Event description:
A report was received that the patient underwent an ipg revision procedure due to the ipg being flipped. During the procedure the physician replaced the patient's ipg. The patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg pass visual, photographic imaging, electrical, and performance test done. The device exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an ipg revision procedure due to the ipg being flipped. During the procedure the physician replaced the patient's ipg. The patient is reportedly doing well.